Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the left ventricular lead exhibited loss of capture and was found to be dislodged. The physician explanted the lead and plugged the left ventricular port on the implantable cardioverter defibrillator. The patient was discharged.

Manufacturer narrative:
As received, a complete lead was returned measuring 92.3 cm. Visual and x-ray examination found no anomalies. No shorts or conductor fractures were found. The reported event of loss of capture was unconfirmed.

Manufacturer narrative:
Event date should have been included as (B)(6) 2019.